Event description:
It was reported that patient underwent knee arthroplasty procedure 2008. During the procedure, it was identified that one (1) screw would not seat flush with the tibial augment and was squeaking during insertion. Augment component from alternate lot was used to complete the procedure.

Manufacturer narrative:
There have been no trends identified related to this type of event. A fax was sent to inform the user facility of the event. User facility responded that no patient injury occurred, therefore they would not be reporting event to the FDA. Evaluation of returned device found that one (1) threaded hole of the augment and one (1) screw component would not accept the appropriate quality inspection gages. This report filed on july 14, 2008.